Event description:
Event description boston scientific crm received information that during the implant procedure, placement of this ventricular lead was difficult due to tortuous venous anatomy. However, the lead was successfully placed. One day after implant, the lead was unable to capture the myocardium. Upon review of a chest x-ray, there was no indication that the lead position had changed. However, the lead displayed variable pacing threshold and sensing amplitude measurements. A lead dislodgement was suspected. During the revision procedure, the lead was successfully repositioned.